Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the extension header incision site wherein the lead extension was visible through the skin. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7081551. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7077275. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7077022. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 25871625. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 25776017. UDI: (B)(4). Product family: dbs-ipg-pc upn: m365db1140s0 model: db-1140-s serial: (B)(6). Batch: 633382 UDI: (B)(4).